Event description:
This device was explanted due to loss of capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker and the eri battery status. The ability of the device to deliver therapies was verified. The pacemaker operated in the safety backup mode (ddi, 70 bpm, 4.8 v at 1.0 ms, unipolar lead configuration). In addition, the devices memory was thoroughly analyzed. The last follow-up before the reported event was documented to be on (B)(6), 2018. Several manually triggered resets were performed on (B)(6) 2023. Furthermore, based on the data it is assumed that the safety backup mode was already activated on (B)(6) 2020, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. Due to the battery depletion, a re-initialization of the pacemaker was not feasible. During the further course of the analysis, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply and subsequently the device was re-initialized. After re-initialization the pacemaker operated as expected. In conclusion, the battery was found to be depleted which resulted from high current parameters in the safety backup mode. The safety backup mode was activated as a result of the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.